Event description:
It is reported this event occurred after seven days of the catheter being placed into the patient. Leakage was noted at the insertion site. As a result a new kit was opened and placed successfully. There is no reported delay in treatment, patient complication, injury or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.